Event description:
Pt reported to his dentist that the lingual bar of his oral appliance has fractured. The two pieces remained embedded in the lower tray, and there was no harm to the pt. The device has been repaired, reinforced, and returned to the pt.